Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues with the wake button. Additionally, it was reported that the pump battery was depleting quickly. There was no reported impact to customer's blood glucose. The customer declined to receive follow up from tandem technical support.